Event description:
On (B)(6) 2013 salter labs received a complaint regarding tubing attached to a compressor getting hot and reportedly burning a (B)(6) pt's fingers and skin on their abdomen. The pt has been using the compressor since he was (B)(6) without issue. The pt's mother said she went to turn the compressor off, it was hot to the touch. The pt's mother noticed the markings on the pt's abdomen. No medical intervention was required in this incident. The compressor was received by salter labs, but the tubing in question was not returned. A similar tube is being tested with the returned compressor. This is an interim report.

Manufacturer narrative:
(B)(6).